Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter access set had "the lettering on the package was smearing and coming off". Furthermore, the issue is occurring when the packaging or the user's hands were wiped down with isopropyl alcohol. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed the labelling was illegible. The reported condition was verified. The cause of the condition was determined to be the label was in contact with a cleaning solution containing alcohol. At this time, IV set packaging are printed with a water-based ink and therefore it will come off if exposed to ipa (alcohol wipe). Should additional relevant information become available, a supplemental report will be submitted.